Event description:
It was reported that this implantable pulse generator showed what appeared to be a premature battery depletion behavior. The patient is not pacing dependent. As the device was part of an advisory it has been explanted and replaced for a new device. The explanted device is not expected to be returned. No additional adverse patient effects were reported.